Manufacturer narrative:
D10 concomitant product: 030449, 030449 endo giaii uni ins (lot# p2f0576s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, after firing the device, the reload and the handle could not be disassembled. The clinician then applied a little force and the connection part of the reload became crumb-like and broke off. The component did not fall into the patient's cavity. A new device was used to resolve the issue. There was no patient injury.